Event description:
The customer's wife reported that the customer's freestyle freedom lite meter was not giving a reading and that they received an error 3 message on the display of the meter. As a result, the customer lost consciousness while in bathroom of their house. No additional information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) has been returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Error-3 was not observed.

Event description:
A customer reported having an intermittent issue with their lancing device which would not penetrate their skin deep enough even when they changed the depth setting. It was additionally reported, the lancing device caused a physical injury due to excessively lancing the finger tips. The customer did not reportedly specify the kind of injury they experienced and if a third-party medical intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.